Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was sleeping and received one inappropriate shock. Technical services (ts) reviewed the episode and confirmed there was a slight change in the r wave amplitude and the device oversensed a t wave. Ts thought it was 2:1 flutter. It was noted that the device has been programmed in secondary since implant. Ts provided troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.